Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. There had only been one motor stall noted in the event logs. It was stated that the stall had recovered after more than 24 hours, but there had been no tube set message. Reprogramming of the pump was attempted, but it did not help. The patient had not experienced any symptoms, though the reporter did not know how the patient was doing at the time of report.

Event description:
The patient had an MRI the morning of the report and a motor stall was confirmed in the logs at approximately 0831. The patient had been away from the MRI for approximately 7 hours and the pump was audibly alarming. The hcp was assisted in obtaining the pump logs and programming the pump to simple continuous and then back to minimum rate to see if the stall would recover. The motor stall occurred message continued to display on the pump status. The hcp was also assisted in silencing the alarm. The hcp would continue to periodically check the pump. The pump was used to deliver morphine. No patient symptoms reported, interventions or patient outcome reported. Further follow-up was being conducted to obtain the information. If additional information is obtained, a follow-up report will be sent.